Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient had a few high voltage therapies during surgery. Cautery was used and no magnet was applied. Upon review of the transmissions the alert for possible output circuit damage has been detected was noted. The device was resolved by reprogramming.